Event description:
The manufacturer received information alleging a ventilator's screen was broken. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not return.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's screen was broken. The device was not in patient use. The ventilator was evaluated by third party service center and the customer's complaint was confirmed. The device failed the evaluation according to the service manual, as it arrived with a broken display that prevents the device from functioning. It also displays error codes related to the pneumatic system. The batteries do not need to be changed.